Event description:
Pt reported bolus not being delivered properly for about 3 weeks. When the pt trys to deliver a bolus they can see the insulin flowing through the tubing and into their body, but then the device draws it back into the tubing. Pt's blood glucose is 300-400 mg/dl. Pt advised that they delivered additional boluses until some of the insulin stayed in their body and their blood glucose started to come down. While troubleshooting the customer stated there is a leak at the adapter and they received error messages.